Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was noted during the implant procedure on (B)(6) 2021 that the right atrial (ra) lead exhibited high pacing impedance and failure to capture. A new ra lead was implanted. The patient was stable.